Manufacturer narrative:
The investigation is currently in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that their cell-dyn 4000 sampled the specimen in rack 20 tube position 7 (r20t07) and the results were assigned correctly to r20t07. The cd4000 then read this same sample again, sampled it again and assigned the results to rack 20 tube 08 (r20t08). The results for r20t07 and r20t08 appear to be from the same specimen. The r20t07 results were: wbc=5, 170/ul, rbc=4.16x10e6/ul, hgb=13.4 g/dl, hct=36.2%, platelet =139,000/ul. The results assigned to r20t08 were: wbc=5,040/ul, rbc=4.19 x 10e6/ul, hgb=13.2 g/dl, hct=36.5%, platelet=166,000 ul. The customer stated that the correct results for the specimen in r20t08 sere: wbc=5,300/ul, rbc=2.76x10e6/ul, hgb=9.20 g/dl, hct=27.2%, platelet=76,400/ul. The incorrect results were not reported. The account called back two weeks later and stated the issue had occurred 8 more times. No incorrect results were reported.